Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with a different model and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with a different model and not implanted. No adverse patient effects were reported. Additional information indicated that this rv lead exhibited high and unstable threshold outputs and inadequate current of injury measurement in multiple placements. This rv lead will be returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the physician attempted this brady lead to implant due to high and unstable threshold outputs and inadequate current of injury measurement in multiple placements. This observation no longer meets the definition of malfunction as it was confirmed that the lead was attempted due to the high capture threshold and placement difficulty. Amending MDR decision to MDR=no report.